Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that a ¿backup alarm failed¿ occurred. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The manufacturer¿s international service technician evaluated the ventilator. Although the reported problem could not be duplicated, the "check vent: backup alarm failed" diagnostic code was found in the logs. The service technician replaced the central processing unit printed circuit board assembly as a precaution. No other issues were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 31jul2019, date of report : 31jul2019. Patient ID: (B)(6). Age: 76 years old. Gender: male no other patient information could be provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The replaced cpu pcba (central processing unit printed circuit board assembly) was returned and failure investigation was performed. It was determined that the insulation resistance was out of specification, which caused the piezo buzzer to fail intermittently. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.